Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 7.8 mmol/l. The customer advised that the device showed a battery out limit which the customer can't clear. The customer advised that the numbers cycled on their own without button presses. The customer was that the device is "oow" and a cot will be sent out.